Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 13mar2025.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: inspection by disassembling the product detected that image sensor unit cable was kinked. We presume that the output signal wire was broken or had short circuit due to the kink which electrical failure caused the event. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: IFU: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope encountered error b30 (scope communication error) and displayed sandstorm during a therapeutic laparoscopic procedure. There was a delay of less than 30 minutes due to the event. The procedure was completed using a back-up olympus device. There was no patient injury or medical intervention associated with this event.

Event description:
It was reported the videoscope encountered error b30 (scope communication error) and displayed sandstorm during a therapeutic laparoscopic procedure. There was a delay of less than 30 minutes due to the event. The procedure was completed using a back-up olympus device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1 facility name- (complete): (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.